Event description:
Pt complained of severe metal taste immediately after the second catheter was placed and bolused with bupivacaine 0.5%. The catheter was clamped. Apparently the pt is now fine.

Manufacturer narrative:
Evaluation summary: as of june 26, 2007 the product has not been returned for evaluation. Without the actual product, a complete analysis cannot be conducted. We have included this incident in our complaint-handling database. If add'l info becomes available in the future, we will address this complaint. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.